Event description:
It was reported by a competitor that both leads were explanted due to failure. Additional information was later received and reported that the ventricular lead impedance was greater than 10,000 ohms, and a chest x-ray showed a fracture. The atrial lead was also returned and analyzed. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of these events.

Manufacturer narrative:
Information was originally received from a competitor. Additional information was later received from a health care professional. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned. Outer insulation breached; full lead in segments returned. The implant and explant date for device was received and corrected. The implant date for device was also corrected. The changes are reflected in this report.